Event description:
The customer reported no backup battery. There was no report of patient involvement.

Manufacturer narrative:
Pr: #(B)(4). A follow up report will be submitted once the investigation is complete.